Event description:
Additional information was received that both severe paravalvular leak (pvl) and moderate gradient across the valve were present. It was noted that at least two leaflets were stiffened and did not open fully. It was further noted that the inflow of the transcatheter bioprosthetic valve in the left ventricular outflow tract (lvot) was quite narrow. The patient was reported to be small. The physician endarterectomised the transcatheter bioprosthetic valve away from the aorta and then it was pulled out of the native valve by crushing the sides together. A conventional aortic valve replacement was performed. The patient was reported to have recovered well post operatively with no complications. They were discharged to rehabilitation, which was expected due to the patient's age.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the cause of the stiffened leaflets was not known. The valve may have been u nder-expanded, however it was confirmed that a post dilation was not performed at the initial implant.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: d9 - device available for evaluation and return date h3 - device evaluated, device returned to manufacturer and eval summary attached h6 - method, result and conclusion codes h10 - product analysis: upon receipt at medtronic¿s quality laboratory, the device was received inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. All leaflets were tan and stiff. Severe calcification was observed on all leaflets. Extrinsic calcification appeared to localize at the inflow and outflow bellies of all leaflets. Tissue deterioration was observed on leaflet 1, appears to be associated with visible calcification. All commissures were thinly encapsulated with glistening off-white pannus; commissures appeared intact. All leaflets were in a partially closed position with a gap between leaflet 2 and leaflets 1 and 3. Calcification appeared to restrict leaflet mobility. Tan, pannus growth adhered circumferentially to the outflow crown. Off-white pannus growth adhered to the inflow crown and extended to the inner lumen. Radiography revealed extensive calcification on the returned valve. The valve skirt was slightly constrained at the inflow appearing to have conformed to the patient anatomy. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No valve implantation procedure images were available for medtronic to review. Stenosis is a known potential adverse effect per the device instructions for use (IFU). Stenosis and coaptation issues with bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricular dysfunction, etc). The returned product analysis found severe calcification on all leaflets, as well as extrinsic calcification at the inflow and outflow bellies of all leaflets. The product analysis noted that calcification appeared to restrict leaflet mobility. This is the most likely cause of the reported events. The previously implanted non-medtronic surgical valve is also a likely contributing factor. It was also reported that the inflow of the transcatheter bioprosthetic valve in the left ventricular outflow tract (lvot) was quite narrow, and the patient was small, which may have been a contributing factor. This event does not indicate device misuse or m alfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and two months following the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, aortic stenosis and aortic insufficiency were observed. Both valves were explanted and a new surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.